Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on and unknown date with blood glucose of 726 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by insulin drip, intra venous fluids and shots in the emergency room. Customer also reported that the drive support cap was normal. Customer was not alleging that the insulin pump was under delivering. Customer did self test, displacement test and both the test was passed. The insulin pump will not be returned for analysis.